Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A baseline 1cm pericardial effusion (pe) was noted by the right ventricle and atrium. A watchman truseal access system (was) and a 31mm watchman laa closure device & delivery system (wds) were used. During deployment, the device moved distally. The device was recaptured and it was then noted that the pe had grown to 3cm. The procedure was aborted and the patient was administered medications for hemodynamic management. A pericardiocentesis was performed and 600cc were drained. The patient was transferred for surgical intervention. It was later noted that the patient had a small pencil-sized perforation in the laa. Nine-days post-procedure, the patient was noted to be doing well and expected to be discharged in the next couple days.